Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone, initial reporter city. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patient order not crossing over to multiple stations. A technical support specialist observed that es was not receiving messages from cce despite all services being active. Joined a meeting and attempted to deploy interface services utility ¿ cce (build 1), which failed. Dialed into the cce and restarted the cce-service. Hit confirmed a server hardware failure on the blade hosting several pyxis servers, likely impacting cce, plx, and es app servers. Restarting the cce service resolved the message flow issue. Case was temporarily sent to iest for further root cause analysis but was retrieved after the customer confirmed the issue originated on their side and no further investigation was needed. All messages are now caught up. Case was closed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patient orders was not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patient orders was not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.